Manufacturer narrative:
The reported events were lead dislodgement, no capture, low pacing impedance, muscle stimulation, and twiddler¿s syndrome. A complete lead was returned in one piece for analysis. The reported events of no capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications. Visual inspection of the lead found no anomalies.

Event description:
It was reported that low impedance was observed on the lead.

Event description:
It was reported that the patient had phrenic nerve stimulation (pns). Loss of capture was observed on the left ventricular (lv) lead and diagnostic imaging revealed that the lead was dislodged. The cause of the dislodgement was alleged to be twiddlers' syndrome. The device was reprogrammed to address the pns. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure with no adverse consequences.